Event description:
It was reported that the patient presented in clinic for initial implant procedure on (B)(6) 2026. Upon interrogation post procedure, it was found that the right atrial (ra) leadless pacemaker (lp) exhibited loss of capture due to dislodgement. The ralp was retrieved from the hepatic vein, explanted and replaced. Patient condition was stable.